Manufacturer narrative:
The delivery device was returned. One set of lens haptic arms was found caught between the plunger rod and the inside wall of the tip. Visual inspection of the device found that the tip was bent. Functional testing could not be conducted due to this damage. Due to the unknown lot number the device history records (DHR) review could not be performed. Based on the available information, user related factors such as loading or handling techniques or procedural factors such as lens and inserter interaction might have contributed to the lens damage in this event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the haptic broke off in the injector during the insertion of the iol in patient's right eye. There was no capsular damage or vitreous fluid loss. The surgeon removed the lens from the eye. Incision was enlarged and a suture was placed as a part of standard procedure. A backup lens of the same model was implanted without any issue.